Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that during a system implant, the left ventricular lead could not be advanced into the target vessel. A venogram revealed a dissection of the coronary sinus. The lead was not implanted. Final cine was performed and no pneumothorax was noted.